Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during operation, the s5 gave a beeping sound that the perfusionist did´nt recognize or could not locate. Suddenly the arterial mast roller pump 150 stopped and the control unit turned black. Medical team started hand cranking and called for help. The circuit breaker in the e/p-pack was triggered and they reset it and got an error code and the warning triangles. They don´t remember the code. They replaced the pump with a new one and could continue the operation without any more incidents. There is no report of any patient injury. After the procedure they tried the faulty pump again and it worked. They took the machine out of use.

Manufacturer narrative:
As per event description, while troubleshooting, the user noticed that the fault current circuit breakers (fi) to which the pump panel was connected in the ep pack was tripped. The circuit breaker is a safety device designed to trip to prevent damage to devices and reduce the risk of fires or short circuits. If the breaker trips, s5 operation manual instructs the user to push it back in and restart the connected device. If the problem occurs again, the device may be malfunctioning. No service activity was performed since the customer removed the complained s5 hlm from service and installed a new hlm. Complaints database analysis revealed that no other similar issues have been reported in the past for this unit, nor has a concerning trend been detected via statistical complaints analysis. Considering the intermittent and isolated nature of the issue and that the ep pack circuit breaker tripped, the most probable cause of the event has been traced back to an abnormal current peak or a temporary overload of the electrical network. The propagation of the current inside the machine is a complex and non-deterministic phenomenon, influenced by multiple electrical and environmental variables. Therefore, it is not possible to predict or determine exactly why a temporary overload or current spike caused that specific fuse to trip and consequently the pump to stop. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.